Manufacturer narrative:
Follow up attempts were made to obtain device repair information from the customer; no response has been received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A blower malfunction may result in no airflow during operation, which can cause vent inop and hypoventilation/lack of volume delivery during normal ventilation use. No patient harm reported.